Manufacturer narrative:
Name: (B)(6) street: (B)(6) e1; city: (B)(6) country: italy. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced tape not sticking during sports event on (B)(6) 2026.